Event description:
Subsequent to the previous filed report, additional information was received that post-procedure on (B)(6) 2025, the patient developed a first-degree atrioventricular block. The decision was made to placed a temporary pacemaker. It was later noted over the course of the patient's hospitalization, that the patient's first-degree heart block progressed to the second-degree atrioventricular block requiring a permanent pacemaker.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery, unexpected medical intervention, and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6): it was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient with a history of conduction disturbances. A pre-implant balloon aortic valvuloplasty performed using a 24mm non-abbott device. The length of the membranous septum is 2.9mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. The final non-coronary cusp implant depth was 3.67mm. The patient remained hemodynamically stable throughout the procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Post-procedure it was noted that the patient developed second degree atrioventricular block. The decision was made to implant a permanent pacemaker. The patient was hospitalized for monitoring of heart rhythm for 2 days. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged the time of report.